Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported from the clinical database that the patient presented to the hospital on (B)(6) 2016 with fatigue and dark black stools. The stool guaiac test was positive. The patient was subsequently treated with one unit of packed red blood cells (prbcs) in the emergency department (ed) on (B)(6) 2016. The patient was admitted for management of his gastrointestinal (gi) bleeding. The patient received one additional unit of prbcs when transferred to the floor. A gi consultation on (B)(6) 2016 suggested upper gi studies to locate possible source of the gi bleeding. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2016 revealed non-bleeding gastric antral vascular ectasia (gave) as possible source of melena and treated with argon plasma coagulation (apc). On (B)(6) 2016 video capsule was placed but was unable to find any bleeding. The patient was discharged on (B)(6) 2016 with stable vitals. The event was considered resolved on (B)(6) 2016. The primary investigator deemed the event as related to the patient's condition, and unrelated to the lvad procedure and system. No further information was provided.